Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error and force sensor calibration values corrupted from the insulin pump. The customer's blood glucose reading was 13 mmol/l. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer was unable to program a normal or easy bolus into the air. The customer will be sent a replacement pump.